Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for the clip becoming caught on the chordae may include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The user also reported no issues while functionally inspected the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the device. The information provided in the case details stated that visualization with the second clip was usual while maneuvering the second clip. It was suspected that the second clip became caught in the chords which compromised the first clip, although this was not confirmed. In this case, it is likely that the clip interacted with the chordae during positioning attempts, resulting in the difficulty retracting the device upon removal. Based on the information reviewed, the reported difficulty removing the cds appears to be related to patient/procedural conditions. There is no evidence of a product deficiency associated with this device. The mitraclip (10273345/(B)(4)) referenced is being filed under a separate medwatch MFR number. Concomitant products: mitraclip system- clip delivery system ((B)(4), 10273345/(B)(4)), steerable guide catheter, lift, support plate, stabilizer.

Event description:
This event is being filed as the clip (1027444506) was difficult to removed as it was temporarily caught in the chordae was implanted in a different location. Another clip was used and is considered medical intervention. It was reported that a patient with degenerative mitral regurgitation (mr) and neochord treatment a week prior, underwent a mitraclip procedure. During the procedure, one clip (10273345/(B)(4)) was grasped and placed on the thin and "frayed out" mitral valve leaflets. Grasping was successful and leaflet insertion was approved by all participating people in the catheter lab. The mr grade was reduced from 4 to 3-4. While maneuvering the second clip (1027444506), movement of the first clip was observed and although it was not visible, it was thought that the second clip did not come in contact with the implanted clip, but had become entangled with the chords (neochords). The first clip was observed to have detached from the posterior mitral valve leaflet; no leaflet or chord damage was visible. The strategy changed and the second clip was implanted medial to the first clip and a third clip was successfully implanted lateral to both clips. The mr was reduced to trace. There was no adverse patient sequela. The patient was clinically stable post procedure. No additional information was provided.